Manufacturer narrative:
(B)(4). The device was returned. All available information was investigated and the reported sleeve steering issue was not confirmed during retuned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported sleeve steering issue (difficult to position) in this incident could not be determined. The returned device analysis confirmed that the steerable sleeve functioned as intended. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip delivery system (cds) did not steer properly. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve; however, while steering the cds to the mitral valve with the m-knob, the cds did not go medial. The cds was removed and replaced with another cds. One clip was implanted, reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.